Manufacturer narrative:
The illuminator has been returned to intuitive surgical for evaluation and failure analysis is currently in progress. Following completion of the device evaluation, a supplemental medwatch will be submitted including the failure analysis results. Based on the information provided, this complaint is being reported due to the occurrence of a repeated recoverable error(s) 48242 and 95 rendering the da vinci system unavailable after the start of a da vinci surgical procedure, and subsequently leading to conversion to an open procedure.

Event description:
It was initially reported by an intuitive surgical (isi) clinical sales representative, that during a da vinci inguinal hernia repair, the da vinci system displayed repeated recoverable errors. Isi followed-up with the customer directly and confirmed that they had no monopolar cautery energy which was then followed by the system starting to error. After the repeated errors, the customer reported that the system started counting backwards and then shut down. The surgeon had made the clinical decision to convert the da vinci procedure to an open procedure prior to isi contacting the customer. No adverse event was reported to have occurred. A review of the system logs showed the errors 48242 (illuminator lamp over-temperature) and error 95 (system high temperature fault) indicating that the illuminator was likely overheating and there was a possible obstruction of airflow on the tower. On 04/14/2016, an intuitive surgical technical field specialist (tfs) performed a field evaluation of the system. The reported 48242/95 error codes were reproduced during testing as well as verified during review of the system logs. The tfs resolved error codes by replacing the illuminator.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has completed its investigation of the returned illuminator associated with this complaint. The reported complaint could not be reproduced during testing. Visual inspection was performed with no damages noted. The illuminator was also installed onto a test system and functional testing was performed. During testing, no issues were observed with the light source or vision function. The illuminator performed as intended during testing.

Manufacturer narrative:
A follow-up MDR was submitted on 05/16/2016 without a g4 value. This follow-up MDR is being submitted with a corrected g4 value of 05/10/2016.